Manufacturer narrative:
The reported event could not be confirmed, since the affected device was not returned, and other evidence were not made available for evaluation. A device inspection was not possible since the affected device was not returned, and no other evidence were provided for investigation. The batch record could not be reviewed because the affected device was not returned, and the lot number was not communicated. No corrective actions are required at this time. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More information as well as the affected device must be available in order to determine the root cause of the reported event. If any additional information is provided, the investigation will be reassessed accordingly.

Event description:
It was reported that two screwdrivers broke off during the case.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that two screwdrivers broke off during the case.